Manufacturer narrative:
Reported microsensor p/n 82-6631; lot # crcdjb was discarded by the customer. Evaluation was performed based on the photo received and the device history records review. Based on the photo received, it was confirmed that the device's catheter is severely bent at approximately 3cm from the microsensor case. However, it is not possible to confirm that the device's catheter is cracked. It appears that the device was inadvertently bent/damaged by the customer during use. A lot history records review for p/n 82-6631; lot # crcdjb was conducted and it was verified that all products in this lot number were conforming to the required specifications when released to stock on april 08, 2014. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
E-mail received from the sales rep. Informed that: "during the placement of the microsensor, the microsensor outer covering cracked when bent at 3cm (from the tip). There was not a 30 minute delay in the procedure. Surgeon got a new microsensor and implanted". Device was discarded by the hospital. On (B)(6) 2014, although additional questions have been asked, it appears the device may have been implanted into the brain and then removed. As a result, the complaint will be reported as a serious injury.